Event description:
Pt states she was injured "on the job" in 1971. Has had back pain ever since. States was to have bone graft done in 1992, but dr instead placed pedicle screws against her will and without pt consent. States she has seen info on television regarding many problems with device. Pt states she feels her "severe chronic back pain" is due to device. States "many probles with back" since initial injury, but states since device implant has to wear back brace "to function". Device remains implanted.